Event description:
It was reported that the patient underwent a third surgery to extend the posterior fixation to t6 (previous fixation was from t9-s1). The domino's lock screw could have been loosened and the debris was observed while explanting it. The debris was removed from the patient. The domino connector was removed. Reportedly, the fusion occurred at the previous fixation levels however it is unknown which level was completely fused. No patient injury or complication was reported.

Manufacturer narrative:
(B)(4). These parts are not approved for use in the united states; however a like device catalog # 84505ht, 510k # k981676 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. In addition, the device met its intended function by supporting fusion. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.